Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the pacemaker was in back-up mode. The pacemaker was reverted to normal mode settings and implanted successfully. The patient was in stable condition.